Manufacturer narrative:
Due to characterization limit e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump, during corrective action on the equipment, was found to have damaged batteries. There was no patient involved.